Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days after the implant procedure, the patient developed a thrombus. The leadless implantable pulse generator (ipg) remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.